Event description:
It was reported that the pump would restart automatically for a few times and then work normally. The user was unable to find root cause since the pump work normally now. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump would restart automatically for a few times and then work normally. The user was unable to find root cause since the pump work normally now. No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "the pump would restart automatically for a few times and then work normally" is not able to be confirmed. The engineer was not able to duplicate the reported issue. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.